Manufacturer narrative:
Additional information was provided in section h10 related report number detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that perforation and pericardial effusion occurred. After mapping the left atrium, the physician exchanged the transeptal sheath for the faradrive sheath and upon checking intracardiac echocardiography (ice), the patient had perforation and growing pericardial effusion occurred in the left atrial appendage. The physician tapped the chest to remove excess fluids and found that further surgery is needed. The product is not expected to return for analysis as it was disposed. It was further reported that the patient has recovered. No versacross products was used. The faradrive sheath was inserted before perforation occurred. The procedure type and indication was ablation for atrial fibrillation.

Event description:
It was reported that perforation and pericardial effusion occurred. After mapping the left atrium, the physician exchanged the transeptal sheath for the faradrive sheath and upon checking intracardiac echocardiography (ice), the patient had perforation and growing pericardial effusion occurred in the left atrial appendage. The physician tapped the chest to remove excess fluids and found that further surgery is needed. The product is not expected to return for analysis as it was disposed. It was further reported that the patient has recovered. No versacross products was used. The faradrive sheath was inserted before perforation occurred. The procedure type and indication was ablation for atrial fibrillation

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.